Event description:
The report from clinical study (B)(4) for patient with ID# (B)(6) indicated that the index procedure was coil embolization assisted with an enterprise vrd ((B)(4)) of the anterior communicating artery, and the following day after the procedure, an MRI revealed an asymptomatic cerebral infarction scattered in both sides of the cerebral hemisphere. Action taken was administration of low molecular weight dextran. The event outcome as of four after onset was recovered without sequelae. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was unknown but the physician commented that the vessel around the aneurysm neck became narrowed by vrd, but it was not cause by spasm. However, it could be possible that the vessel was simply visualized from different angle or perspective and was projected to be smaller in diameter compared to the initial angiography, or it was also possible that there was thrombosis around the vessel. It is unknown what the relations may have been between the narrowed vessel and the symptomatic cerebral infarction. Additionally, the stent was patent during the event, after placement, and prior to completing the procedure, and it was in the same position (covering the aneurysm neck on either side 5mm). No further information is available and procedural images are not available.

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425605. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report from clinical study (B)(4) indicated that the day after anterior communicating artery aneurysm coil embolization assisted with an enterprise vrd (enc452812/01425605), MRI revealed an asymptomatic cerebral infarction scattered in both sides of the cerebral hemisphere. Action taken was administration of low molecular weight dextran. The event outcome as of four days after onset was recovered without sequelae. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was unknown. However, the physician commented that the vessel around the aneurysm neck became narrowed by vrd; it was not cause by spasm. It was further reported that it could be possible that the vessel was simply visualized from different angle or perspective and was projected to be smaller in diameter compared to the initial angiography, or it was also possible that there was thrombosis around the vessel. It is unknown what the relations may have been between the narrowed vessel and the symptomatic cerebral infarction. Additionally, the stent was patent after placement, and prior to completing the procedure, and at the time of the event. It was in the same position (covering the aneurysm neck on either side 5mm). No further information is available and procedural images are not available. The patient's medical history included hypertension and unspecified cardiovascular disease. The unruptured saccular aneurysm neck was 6.5mm, and the neck to sac ratio was 6.5mm: 9.2mm. The parent vessel size diameter proximal was 2.5mm and distally was 2.0mm. Heparin 12000u was administered intra-procedurally. The act was 131 seconds pre anticoagulation and 339 seconds post anticoagulation. The occlusion rate of aneurysm was 100% after the procedure. The modified rankin scale (mrs) score pre-procedure, three days and one month post procedure was 0. Antiplatelet therapy included daily aspirin 100mg/day beginning three days pre-procedure for one month post procedure and ongoing clopidogrel 75mg/day and cilostazol 100mg/day beginning three days pre-procedure. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01425605. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4)'s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The stent remains implanted. Stroke is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system in the intracranial arteries as outlined in the instructions for use (IFU). Additionally the IFU outlines adverse events that may be associated with the use of the include stent thrombosis, occlusion and stenosis of the stented segment. However, based on the available information and without procedural or diagnostic images related to the reported event, no conclusion can be made regarding the relationship of the device to the reported stroke seen with MRI or the possibility that the vessel was narrowed. Clinical, procedural, patient, and pharmacological factors may have contributed to the events. With review of the available information there is no indication of any device performance issues and with review of the device history records, no indication of any related manufacturing issues. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Antiplatelet therapy included aspirin 100mg/day: 2011-(B)(6), clopidogrel sulfate 75mg/day: 2011-(B)(6)~ongoing, cilostazol 100mg/day:2011-(B)(6)~. Heparin 12000u was administered intra-procedurally. Prior to implanting the vrd, (B)(4), chikai/asahi intec were utilized. Other devices utilized during the procedure were, two excelsior sl10, echelon/covidien (B)(4), two gt/terumo, neuroute 1012, two chikai/asahi intec, (B)(4), v-track/terumo(total 4), (B)(4). The product remains implanted and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.